Manufacturer narrative:
On march 1, 2022, mentor became aware that the patient has been scheduled for implant removal on (B)(6) 2022. On march 14, 2022, mentor became aware that the patient's implants were replaced with the following implants: 450cc mentor memorygel breast implant catalog: 3504504bc lot: 9685219 sn: (B)(6) and 450cc mentor memorygel breast implant catalog: 3504504bc lot: 7304374 sn: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture.

Manufacturer narrative:
On april 20, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 450cc breast implant had a crease/fold on the anterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On april 5, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the correct date of explantation was on (B)(6) 2022. On (B)(6) 2022, mentor also became aware that the patient's capsular contracture was baker grade IV during the explantation surgery and that only the right breast implant was removed and replaced with a 450cc mentor memorygel breast implant catalog: 3504504bc lot: 9685219 sn: (B)(6).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast augmentation with a 450cc mentor memorygel breast implant on the right breast, suffered right breast capsular contracture (baker grade iii), post-procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.